Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm the following reported events; a stent migration and aneurysm sac growth. The reported abdominal pain, aneurysm rupture, hematoma and cause of death could not be confirmed. Additionally there was evidence to reasonably support the following observations; a type 1a endoleak, a type 3b endoleak of the main body at the bifurcation. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, left renal artery chimney procedure, calcium in the proximal neck, calcium in aortic bifurcation, multiple non-contrasted surveillance, delayed endoleak treatment. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Event devices remain implanted in the patient and were no available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Correction; patient and device codes have been updated.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent and infrarenal aortic extension. On (B)(6) 2012 the patient had a subsequent endovascular repair with a left renal artery stent graft. Patient was followed by surveillance imaging for several years with no observed issues. On (B)(6) 2016 a follow up computed tomography (CT) scan showed a distal migration of the stent and aneurysm sac growth, no endoleak was observed. The patient also had an angiogram completed and there was no endoleak identified. On (B)(6) 2016 the patient came in emergently with abdominal pain, a CT scan showed a distal migration of the implanted devices, an aortic aneurysm rupture and a large retroperitoneal hematoma. Prior to repair the patient had a cardiovascular collapse and expired.